Event description:
The patient has 4 pns (off-label) leads (from the same lot) implanted. The sjm representative was informed on (B)(4) 2014 that the patient underwent surgical intervention on (B)(6) 2014 because 2 of the patient's leads had become superficial. The physician buried the leads deeper. The patient reports she has effective stimulation and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.